Manufacturer narrative:
Batch review performed on 10 september 2020: lot 1902268: (B)(4) items manufactured and released on 18-july-2019. Expiration date: 2024-07-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: liner: mpact 01.32.3241hct flat pe hc liner ø32/d (k103721) lot. 187906. Batch review performed on 10 september 2020: lot 187906: (B)(4) items manufactured and released on 21-nov-2018. Expiration date: 2023-11-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: stem: amistem h 01.18.134 ha coated std stem size 4 (k093944) lot. 173437. Batch review performed on 10 september 2020: lot 173437: (B)(4) items manufactured and released on 05-sept-2017. Expiration date: 2022-08-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
6 months after primary revision surgery performed due to infection. Left side. The surgery was completed successfully.